Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer indicated via phone call of high blood glucose of 400 mg/dl and that the basal is working but the bolus is not. Customer also indicated that he will give himself a shot but the bolus wizard does not lower their blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump did not pass the high pressure test and customer was advised to change the entire set and treat per their doctors' instruction.